Event description:
The reporter stated the surgeon attempted to insert an aa4204vl silicone single piece lens but the lens would not advance properly. There was no pt contact or injury.

Manufacturer narrative:
(Lens would not advance properly).